Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose (bg) was high with large ketones, however, specific bg value was not provided. Reportedly, a healthcare provider identified the ketone level as dangerous. Additionally, bg was addressed with a bolus via the pump and manual insulin injections. The pump supplies were changed to address the issue and insulin delivery was resumed.